Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose readings of 42 mg/dl. It was noted that the insulin pump suspended on low. Customer's blood glucose reading at the time of the call was 40 mg/dl and has treated with food. Troubleshooting was performed and all settings appeared to be normal. Customer did not recall any significant events leading to the low blood glucose readings. Customer was advised to monitor the insulin pump and the blood glucose readings. Insulin pump is not expected to return for analysis.